Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during a dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event.